Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1137634. D4. Medical device expiration date: 30apr2026. H4. Device manufacture date: 17may2021. D4. Medical device lot #: 0269702. D4. Medical device expiration date: 30sep2025. H4. Device manufacture date: 25sep2020. D4. Medical device lot #: 0252794. D4. Medical device expiration date: 31aug2025. H4. Device manufacture date: 08sep2022. D4. Medical device lot #: 2271612. D4. Medical device expiration date: 31aug2025. H4. Device manufacture date: 28sep2022. D4. Medical device lot #: 2322147. D4. Medical device expiration date: 31oct2027. H4. Device manufacture date: 18nov2022. D4. Medical device lot #: 3117185. D4. Medical device expiration date: 31mar2028. H4. Device manufacture date: 227apr2023. D4. Medical device lot #: 1277666. D4. Medical device expiration date: 30sep2026. H4. Device manufacture date: 04oct2021. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd safetyglide¿ needle and after screwing them on the syringe, the plunger won't depress. Report 2 of 2. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Customer is experiencing with bd safetyglide needles quality issues. After screwing them on the syringe ,the plunger won't depress. We did not experience any adverse events.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jul-2023 : investigation summary one hundred and eleven samples were provided to our quality team for investigation. Fifty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-nine samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using the bd safetyglide¿ needle and after screwing them on the syringe, the plunger won't depress. Report 2 of 2. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Customer is experiencing with bd safetyglide needles quality issues after screwing them on the syringe ,the plunger won't depress. We did not experience any adverse events.